Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that sometimes their stimulation was ¿interrupted.¿ it was noted that the patient had fallen down on a rainy day and that the stimulation had sometimes been interrupted since then. It was further noted that the patient¿s stimulation had been normal before the fall and was intermittent after the fall. The patient¿s stimulation was confirmed to be on with adaptive stim turned off and the implantable neurostimulator (ins) at 60% charge remaining and the controller also at 60% charge remaining. As the patient experienced ¿severe¿ pain from both the fall and from their lack of stimulation, it was recommended that the patient visit an outpatient clinic to assess whether to stay on painkillers or not. The issue remained unresolved at the time of report. There were no actions in particular scheduled or performed to address the issue. The cause of the patient¿s intermittent stimulation following a fall was asked, but unknown. No further complications were reported or anticipated.